Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface seemed to be very easy to put into position and upon verification, the surgeon was able to move the articular surface anterior to posterior. That articular surface was removed, the surgical area inspected, and the implantation was tried again with the same result. Another surface of the same sized was successfully implanted without any problem.